Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) readings not displaying on both the dexcom g7 app and their insulin pump, consistent with a cgm signal loss event, and readings returned during the call after troubleshooting and education were provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Customer support included user education and real-time verification of restored data transmission. Investigation of this case revealed transient cgm signal loss with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary communication disruption.